Event description:
It was reported that a fault that was not communicated occurred during use on the home choice (hc). The technical service representative (tsr) arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities related to the reported event were discovered during visual inspection. Additionally, there was nothing related to the reported issue found while servicing the device. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue was not confirmed. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.